Event description:
It was reported, the patient appeared to have an infection at trial lead site. The patient experienced excruciating pain at the lead site. The lead entry site was red, hot and painful to touch. The patient was treated with antibiotics. The lead was removed and the CT scan was done. Follow up information identified the CT scan was negative for hematoma and the patient is still being treated for an infection.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.